Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a lock line jam. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior. A mitraclip procedure was performed with an xtw as the first clip. All steps were performed per instructions for use (IFU). The lock line removal step was started. The lock lever cap and o-ring were removed. The two ends of the lock line were unwrapped. The two ends of lock line were separated and the plastic cover was removed from the lines. While confirming of free motion of the lock line, no knots or twists were noted. While pulling the free end of the lock line, resistance was noted. No other free end of the lock line available. The lock line was jammed and not removable. As troubleshooting, the clip was unlocked while pulling the end of the lock line that was secured with a hemostat. The clip was inverted and brought back to the left atrium (la). The clip delivery system (cds) was removed while leaving the steerable guide catheter (sgc) in place. A replacement cds completed the procedure successfully. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported mechanical jam (lock line ¿ inability) was confirmed via device analysis. Additionally, a knot was observed 1cm from the end of the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported/observed mechanical jam (lock line ¿ inability) is due to the knot in the lock line. The cause of the observed material deformation associated with the lock line knot could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The lot number 20720r1046 was corrected to 20721r1046 in d4.